Event description:
It was reported that the right ventricular lead was explanted due to t-wave oversensing. No patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that 'defective' lead caused the plaintiff to 'sustain severe, permanent, and potentially life-threatening physical injury'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis. Other: it was reported that the right ventricular lead was explanted due to t-wave oversensing. No patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that 'defective' lead caused the plaintiff to 'sustain severe, permanent, and potentially life-threatening physical injury'. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Oversensing, defective device.